Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was broken. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was broken. A field service engineer replaced the tower door, checked the harnesses, interface board, bus cable, and the connection to the communication sled. The field service engineer also cleaned the tower latches and applied carbon conductive grease. The fse tested tower doors in hardware test application to ensure the device's functionality. The system functioned as intended after the field service engineer repaired the device.